Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon cliped the cystic duct with the device. After completing the procedure he took out the gall bladder and he went inside for a final look and found that the clips were opened and fell from the cystic duct. He took a new device, fired, and clipped the duct again. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.